Manufacturer narrative:
The device was received for analysis. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated and all production steps were performed accordingly. Particularly the final acceptance test proved the device functions to be as specified. An interrogation of the pacemaker was not feasible, and an anti-bradycardia therapy functionality was not present. Therefore, the device was opened and subjected to further investigation. The visual inspection of the inner assembly showed no anomalies. The measurement of the battery voltage confirmed a depleted battery next, the battery was disconnected from the electronic module. The electronic module was attached to an external power supply to check the functionality of the electronic module. A thorough investigation did not show any abnormality. All therapy functions were available and worked as expected. In particular, the current consumption was directly measured and proved to be normal and expected the battery was sent to the manufacturer for further analysis the manufacturing records of the battery were inspected, documenting that the battery parameters were within specification during the battery manufacturing. No anomalies were documented during the production process, associated with this battery. The battery was subjected to a visual and an electrical inspection as well as a microcalorimetry analysis. The visual inspection of the battery did not reveal any external signs of damage. The measurement of the battery voltage confirmed a depleted battery and the microcalorimetry analysis showed an elevated heat dissipation. In a next step, the battery was opened for destructive analysis. The inspection of the inner assembly identified internal short circuit, which led to an elevated internal self-depletion within the battery and therefore contributed to the clinical observation. In conclusion, the device was implanted for 37 months. The battery was found depleted. The therapeutic functionality of the device was tested with an attached external power supply and proved to be fully functional. The analysis revealed an increased internal self-depletion within the battery that contributed to the clinical observation.

Event description:
After an implantation period of approx. 37 months it was reported that the device shows the eri status. The pacemaker was explanted.